Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a high blood glucose (bg) level of 516 mg/dl and high ketones. The customer was treated with intravenous saline, potassium, and insulin and was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on incomplete bolus alerts. Reportedly, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.